Manufacturer narrative:
Received samples: received 36 units in closed manufacture's package and 3 units in opened package. Preliminary analysis: stock review: once the stock of this batch in warehouse was reviewed, it was verified that currently there are no units of this batch number. Imported/manufactured units: manufactured (B)(4) units of this batch number. Distributed quantity: all manufactured units were distributed into 8 customers, which are located in next cities: (B)(6) also an export to (B)(6) was made. Background: complaint database was checked and it was identified that to date, there are no reports related to this cause and batch number. Batch record: documentation regarding to manufacturing batch process was reviewed, verifying in process and finished product quality controls and there weren't found deviations, either alterations during process. Results for batch release: regarding to the essay of resistance to attach in the batch release record, the test met the usp and b.braun medical requirements for this type of suture. Sample analysis: received units were visually inspected, making evident that opened sutures were without needle. Within samples with closed manufacture's package, they were taken 10 units in order to perform the essay of resistance to attach. It was observed that 4 samples doesn't met requirements for this type of suture. This failure was caused because of an in process human mistake. Actions: it will be issued a quality alert addressed to production department with the objective of inform to those involved in the productive process.

Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device that is registered within the u.s. Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that when opening the package some of the sutures were detached. During surgery a minimum force was made into the skin and the needle is detached.